Manufacturer narrative:
D4: UDI - unknown due to the product code/lot number combination being unknown. The actual device was not returned to the manufacturer facility for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record, shipping inspection record or the complaint files. The potential for such an event is addressed in the product labeling with statements such as the following: (1) if any resistance is felt or if the tip's behavior and/location seems improper, stop manipulating the glide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, and separation of the guide wire's tip, damage to the catheter or damage to the vessel. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the guidewire lost a layer of the wire in a segment of the wire. No known impact to the patient.